Manufacturer narrative:
The explanted lens was evaluated by an outside specialist contracted by b+l. The evaluation of the lens surface found the presence of manufacturing lines on the optic component. The evaluation also found small areas with amorphous deposits that could correspond to protein deposition. No deposits indicative of calcification were observed. A device history record (DHR) review did not find any nonconformities or anomalies related to this complaint. However, it should be noted that lenses of the same lot number were part of a product recall due to the presence of lathe lines. Based on the available information, a root cause for the reported event could not be conclusively determined. It should be noted that actions were initiated at the manufacturing site to investigate the device manufacturing process.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that a patient is having visual complaints approximately 5 months post-lens implant. The surgeon indicated that he could see lathe rings on the intraocular lens (iol) and that the lens optic looked opacified around these rings. The surgeon attributed these visual complaints to the lens that is currently implanted on the patient. Regarding treatment, the physician did not want to do a yag procedure due to concerns that a lens explant may be needed. Instead, he asked the patient to return in order to be refracted and stated that any decision involving a lens explant would be made at a later date. Two months later, the surgeon was no longer comfortable leaving the lens implanted in the eye. The patient also reportedly had a slight refractive miss. As a result, the lens was exchanged for one of the same model but slightly higher diopter power (23.0d).